Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse instructed the customer to run qc before processing the first patient sample after the instrument has been in standby for 8 hours. The cse reviewed the realtime monitor data for both sample and calibration results. The cause of the discordant sodium result is unknown. The cse determined that qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant sodium result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.